Event description:
The customer reported the system display a checksum error code message and thereby failed to boot up. No report of pt injury.

Manufacturer narrative:
No service could be rendered due to a customer credit hold situation. Therefore, no conclusion can be drawn.